Event description:
It was reported that (1) device was used during a "tapp". It was reported by the affiliate that the ems instrument only had 8 staples. Another instrument was used to complete the case. There was no consequence to the pt.